Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a tha on (B)(6) 2010 at another hospital. The surgeon performed a revision surgery on the pt due to a hip pain and a cup loosening on (B)(6).